Event description:
Event description cpi received information that this bipolar lead (4285) was implanted on 09/23/96, and explanted on 10/08/96 due to lead dislodgement. It was replaced with a medtronic lead.